Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 495 mg/dl and also had issues with insulin delivery and current blood glucose was 289 mg/dl. Customer states that, she had been providing herself with 1.8u of insulin along with bolus for meals, but blood glucose continued to rise. Customer took insulin pump off and began using backup plan of pens, under 200 mg/dl while using pen. Customer reported the following symptoms related to their high blood glucose were racing heart and feeling sick. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer felt that, the issues were most likely infusion sets and she will try the infusion sets sure t and silhouette. The device will not be returned for the analysis.